Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The atrial lead exhibited noise, isometrics testing reproduced the noise. The lead remained implanted and would be monitored.